Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the prongs of the 11.5mm reamer head for ria 2 sterile were broken. The broken fragments were observed in the visual evidence provided. No other issue was identify. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 11.5mm reamer head for ria 2 sterile. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that on (B)(6) 2023, the event involved the ria 2 reamer system and a 11.5 reamer head where the cons that hold the reamer head on to the reamer shaft broke off inside the patient. Patient was not harmed they were able to retrieve all of the metal cons. This complaint involves two (2) devices. Complainant part is not expected to be returned for manufacturer review/investigation. The instrument(s) was not returned and instead the investigation is done based on the supplied image(s). The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that the prongs of the 11.5mm reamer head for ria 2 sterile were broken. The broken fragments were observed in the visual evidence provided. No other issue was identify. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 11.5mm reamer head for ria 2 sterile. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the event involved the ria 2 reamer system and a 11.5 reamer head where the cons that hold the reamer head on to the reamer shaft broke off inside the patient. Patient was not harmed they were able to retrieve all of the metal cons. This complaint involves one (1) device. This report is for one (1) 11.5mm reamer head for ria 2 sterile this is report 1 of 1 for complaint (B)(4).